Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. All results were within the range specification and no errors were observed during control solution testing. The complaint was not confirmed

Event description:
Customer reported that beginning (B)(6) 2015, he received an unspecified error message on the display of his adc blood glucose meter. Customer further reported he replaced the battery of his adc meter twice but was unable to test due to the meter not powering on with button press or test strip insertion. On (B)(6) 2015 at approximately 6:00 a.m., the customer was asleep when he awoke and "felt (his) eyes were hurting" and experienced a headache. Customer self-treated with an unspecified dosage of metformin and atenolol to alleviate his symptoms and at approximately 9:00 a.m., self-presented to an emergency room. Customer's blood glucose was checked and a reading of 500 mg/dl was obtained on an unspecified source. Customer was diagnosed hyperglycemia and reportedly given "oral medications, metformin and glyburide". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.